Manufacturer narrative:
The complaint of the internal bolster not deflating is inconclusive due to the incomplete sample condition. The internal bolster (balloon) and the section of tubing between the balloon and the 6cm depth mark were not returned for evaluation. The fastrac device had been cut at the traction removal line and the 6cm depth mark. The entire fastrac tube was discolored and exhibited degradation. This deformation may be attributable to mold, yeast, and bacteria that can migrate from the stomach or the formula into the feeding tube. The microorganisms attach to the walls of the feeding tube and grow, leading to tube clogging and degradation. The inability of the balloon deflating may be related to the deformation of the tube. A chr was not completed since the lot information was not provided by the complainant.

Event description:
The catheter deteriorated, and air did not fall out even though the user cut the catheter at the traction removal site. The indwelling period was 144 days. The catheter was removed endoscopically.